Manufacturer narrative:
A steris service technician arrived onsite and spoke to the user facility personnel who stated that they quickly contained the water immediately following the reported leak. The user facility personnel who contained the water did not experience any irritation while in the room with the system 1 express. The technician inspected the system 1 express and found the unit to be operating properly; no repairs were required. Based on the description of the reported event and the technician's inspection, it is likely that user facility did not properly load the unit as stated in the operator manual. The system 1 express operator manual states (7-4), "close lid if resistance is met, stop, inspect positioning of the processing tray/container, device and aspirator assembly." The s40 sterilant safety data sheet states (1), "may cause respiratory irritation." The technician counseled user facility personnel on the proper use and operation of the system 1 express, specifically properly loading the unit and closing the lid. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their system 1 express onto the floor. An employee was in the room with the system 1 express at the time of the event and reported that they experienced throat irritation. The user facility did not disclose if medical treatment was sought or administered.